Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03576. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted concurrently with cystoscopy, and cystocele repair due to sui, rectocele, and cystocele. The patient experienced urinary retention; constipation; severe pressure in bladder area; dysuria; vaginal erosion; graft erosion; bleeding; foul odor; pain in vaginal area; vaginal granuloma; and cystocele. The patient underwent procedure ¿ cystocele repair, anterior colporrhaphy and excision of vaginal granuloma on (B)(6) 2011. It was reported that patient underwent excision of vaginal granuloma and cystocele repair with repliform graft on (B)(6) 2012. (B)(4).